Event description:
Four resolute integrity rx drug eluting stents were implanted in the lcx during the index procedure. It is reported that the second, third, and fourth stents were implanted to treat a dissection.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection).